Event description:
It was reported that the user¿s ilet mobile app did not scan a new freestyle libre 3 plus sensor until the user tapped start sensor and performed multiple scan attempts, after which the sensor scanned successfully; the user suspected the initial scan was performed incorrectly. Symptoms included no alerts or alarms. Outcomes included no clinical impact and no need for medical care. Investigation included customer support troubleshooting and user education on correct sensor start and scan procedure. Investigation of this case revealed user handling as the likely cause of the initial scan error, with the device and sensor components functioning as designed after proper initiation. It was concluded, based on previously established findings for similar reports, that user interaction and technique were the most probable cause.